Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues charging their implanted neurostimulator (ins). Pt stated their controller (ptm) battery would not last a whole charging session so they would have to stop in between ins charging sessions to charge their ptm (patient services (ps) understood this as the ins charging duration was taking long so pt's ptm battery would decrease and pt would have to charge their ptm). Pt also stated the ¿battery empty¿ (79) screen would display on the ptm when charging their ins. During the call, ps walked pt through removing the battery pack and plugging ptm into the ac power supply cord; pt confirmed it powered on. Pt inserted the battery pack and confirmed ptm was 100% and ins was 60%. Pt then connected the recharger (rtm) and confirmed ¿recharging excellent¿. Ps advised the pt to contact their healthcare provider (hcp) if the charging duration issue persisted. Pt noted the ¿poor recharge quality¿ message displayed on the ptm and it was difficult to get the quality back to ¿recharging excellent¿. Pt denied damages on the rtm and pt could only see 1 row of the gold pins in the ptm charging port. Pt noted there was a little chip or tiny hole on the back side of their ptm and the holder did not have a tight fit. Pt noted there was a little bit of movement in their ptm. A replacement controller was requested. Additional information was received, pt called back and said they received their replacement controller but they're still unable to charge their ins. Caller stated when attempting to pair the controller, they were unable to proceed past passive recharge mode and they noticed the recharger paddle becoming very hot. A new recharger was requested.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a recharger telemetry module (rtm) failure; no device found was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.